Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on her insulin pump. Customer's blood glucose was 172 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a missing end cap sticker and a stained address and serial number label. The insulin pump passed the displacement, rewind, basic occlusion, prime and motor tests. The insulin pump was stuck in a motor error alarm during bolus delivery loop. The motor was tested independently and passed the motor test. The motor may have had an intermittent failure, which was not caught during testing.